Event description:
It was reported that in (B)(6) 2010, the patient was presented for treatment of neck and back pain resulting from a motor vehicle accident. On (B)(6) 2010, during the patient's initial visit, the doctor recommended that he undergo surgery on his neck. The doctor told the patient that he would conduct a two-part surgery, the first part being an acdf; the second part being a thoracic laminectomy and disectomy at t9¿10, and lumbar fusion at the l2-s1 levels. On (B)(6) 2010, the doctor operated on the patient's cervical spine at c4¿5, during which rhbmp-2/acs was used. On (B)(6) 2010, the doctor operated on the patient's thoracic spine at t11¿12, during which rhbmp-2/acs was used. On (B)(6) 2010, the doctor performed a third surgery on the patient, operating on his lumbar spine, using instrumentation, placing a cage therein, and fusing vertebrae, during which rhbmp-2/acs was used. After his third surgery, the patient started to have ¿acute flare up¿ in his back. The patient had been taken to the ER for increased pain and muscle spasms, for which the doctor had prescribed pain cream, baclofen, and percocet. Currently, the patient has constant neck pain that has significantly exacerbated since he underwent cervical surgery. He has difficulty swallowing, must often clear his throat and cough, and frequently chokes.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.